Event description:
Customer reported that the display on the insulin pump is blank. Customer changed the battery and it is still blank. Customer stated that the insulin pump has been dropped a couple of times but does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The insulin pump had an unexpected restart. Customer was advised to insert a new battery; the display returned. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.